Event description:
It was reported via repair work order that the fowler was drifting due to malfunction motor and it was also reported that the entire unit had intermittent power due to burnt ac power cable that ran from ac inlet to the main board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.